Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor's belt receptacle was broken from the monitor case, causing an inability of the monitor to properly connect to and communicate with an electrode belt. The cause of the testing failure is the damaged electrode belt receptacle. The root cause of the damaged receptacle is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.